Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A complaint from a customers was received where the inserter was jammed to the pinnacle cup after insertion of the cup. Outcome was that the cup had to be removed and replaced with a new one. The inserter jammed in the cup. The cup had to be removed. The cup is still connected to the inserter. Occurred during surgery. Surgical delay of 15 minutes.